Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. During troubleshooting, unable to communicate with image acquisition system (ias) computer, connected monitor to ias computer no output. Replaced cmos battery. Able to load bios settings but still could not communicate. Unable to launch any programs and usb ports were not working. The ias computer was replaced and the issue was resolved. The part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: per further review it was found that this MDR was a duplicate of MDR# 1723170-2016-02323 and was submitted in error.